Manufacturer narrative:
Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported by a basic evaluation patient that the device was not working. The patient also stated that they did not empty when voiding. On (B)(6) 2019 the patient reported that the device was not helping their leaking at all and that it was like their ¿bladder fell.¿ the patient stated that they felt stimulation in their back, specifically in their tailbone, and sciatica where the device was placed. The patient stated that their stimulation was too much at 6.2 and that it hurt. The patient lowered the stimulation to 5.8 however they stated that it felt like spasms and contractions. The patient was advised to lower the stimulation however the patient stated that they would get used to it. On (B)(6) 2019 the patient stated that their device stated that the maximum settings had been reached and that they were not feeling the stimulation. The patient stated that they were going to the bathroom much more than they did before and that the leaks had not improved at all. On (B)(6) 2019 it was reported that the patient¿s device was st ill at maximum levels without them feeling stimulation. The patient also stated they were not seeing improvements in their symptoms. There were no further complications reported.